Event description:
Reportedly, on a remote follow-up scheduled on (B)(6) 2018, it was observed that the subject device had reached the rrt (recommended replacement time) but no alert was received remotely.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on a remote follow-up scheduled on (B)(6) 2018, it was observed that the subject device had reached the rrt (recommended replacement time) but no alert was received remotely.